Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of above 500 mg/dl with small ketones. Bg levels are addressed via administering of fluids, a correction bolus, and a temporary rate setting on the pump. Customer required assistance from contact to address bg through unspecified fluids and medicine as the customer has nausea and headaches. The customer was instructed to consult with the healthcare provider regarding bg level.